Event description:
--

Manufacturer narrative:
The device is currently undergoing detailed analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that a longevity request was made for this device while it was implanted. Subsequently the device was explanted and returned for analysis. During initial laboratory testing, the device indicated possible excess current drain. There were no adverse patient effects associated with this device.